Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: w1dr01 ipg, implanted on (B)(6) 2019. The initial reported event of [infection/erosion] was submitted via an alternative summary report. As the product code for this model has been revoked from summary reporting, this new information does not qualify for summary reporting and is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.